Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred post a lw 4/5 tlif procedure in a patient. It was reported that the cage broke in 2. There was distraction loss from 14 to 12.7, screw loosening of lumbar spine, increase in sintering of lumbar spine. On(B)(6) 2024 distraction loss to 10.9mm, lordosis loss from 31 to 29°. The underlying problem is loss of distraction of the cage in the postoperative course. No revision is currently planned on this patient. However, close clinical follow-ups are scheduled. Revision will be considered in the event of clinical deterioration. Screw loosening is a secondary consequence of loss of distraction and subsequent sintering of the intervertebral space. There were no further complications reported regarding the event.

Manufacturer narrative:
D1, d4 & g4 - product identifiers are unknown. H6 - the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.